Manufacturer narrative:
Returned device was received with the top case was cracked down from tubing guides. The bottom case was cracked. Evidence of reported problem in event log was found. During the evaluation of the device motor assembly no longer operates properly as a result of normal wear. Pump is over 9 years old. Replaced motor assembly and that cleared up the problem. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that a smiths medical pump had a motor rate error. No patient involved. This happened while testing.